Event description:
Customer complains needle shaft bends too easily. It was originally rpt'd the dr stated, the needle bends in the middle as he is applying side to side pressure in order to re-direct the tip to take bone sample. It was rpt'd one needle broke and the pt was taken to the or for removal. Date of the incident and pt status were not provided. Subsequent inquiry revealed the dr's assistant made these statements regarding a previous physician she worked for (2 or 3 yrs earlier) -- see details in h10.